Event description:
Customer reported there were no audible alarms on the central. Philips field service engineer(fse) had previously installed remote solution and then the issue occurred. Remote service engineer(rse) rebooted the host, remoted in and checked the volume. It was determined there were two sound sources. Rse changed one to the default sound source to resolve the issue. The device was in use on a patient. There was no report of patient or user harm.